Event description:
It was reported that the organ donation patient awaiting for donation tomorrow. Patient went to CT and upon return they keep getting alert 01 & 02 patient line open & low flow in an arctic sun device. They've tried disconnecting and reconnecting, 4 pads connected, water flow rate (wfr) was 0.9 l/m. Normothermia patient temperature (pt) was 36.3c, targeted temperature (tt) was 36c. Walked through stop therapy disconnect and reconnect using proper technique. Therapy primed to 0 l/m water flow rate (wfr) was and alerted fluid delivery line (fdl) open and low flow. System diagnostics, outlet monitor temperature (t1) was 12.1c, outlet control temperature (t2) was 12.1c, inlet temperature (t3) was 22.2c, chiller temperature (t4) was 8.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater command (hc) was 66, water reservoir level (wrl) was 5, system hours were 4919, pump hours were 4548.8. Stopped therapy and disconnected all pads. Placed device in manual control at 20c with no pads. System diagnostics, outlet monitor temperature (t1) was 13.8c, outlet control temperature (t2) was 13.8c, inlet temperature (t3) was 13.6c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0, heater command (hc) was 66 percentage. Advised device was operating to specification without pads connected. Confirmed pads have actually been in use since tuesday so they need to be changed out either way. Walked through disabling manual control and discussed connection of new pads. Encouraged nurse to call back with any additional questions or concerns. Per follow up information received via task on 07may2025, spoke with charge nurse, who confirmed pads were size small on a pediatric patient. They were past their 5 days use and were losing their adhesiveness. The pads were exchanged on the patient and therapy continued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the organ donation patient awaiting for donation tomorrow. Patient went to CT and upon return they keep getting alert 01 & 02 patient line open & low flow in an arctic sun device. They've tried disconnecting and reconnecting, 4 pads connected, water flow rate (wfr) was 0.9 l/m. Normothermia patient temperature (pt) was 36.3c, targeted temperature (tt) was 36c. Walked through stop therapy disconnect and reconnect using proper technique. Therapy primed to 0 l/m water flow rate (wfr) was and alerted fluid delivery line (fdl) open and low flow. System diagnostics, outlet monitor temperature (t1) was 12.1c, outlet control temperature (t2) was 12.1c, inlet temperature (t3) was 22.2c, chiller temperature (t4) was 8.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater command (hc) was 66, water reservoir level (wrl) was 5, system hours were 4919, pump hours were 4548.8. Stopped therapy and disconnected all pads. Placed device in manual control at 20c with no pads. System diagnostics, outlet monitor temperature (t1) was 13.8c, outlet control temperature (t2) was 13.8c, inlet temperature (t3) was 13.6c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0, heater command (hc) was 66 percentage. Advised device was operating to specification without pads connected. Confirmed pads have actually been in use since tuesday so they need to be changed out either way. Walked through disabling manual control and discussed connection of new pads. Encouraged nurse to call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported event was confirmed use related as they didn't follow the instruction for replacing pads at least every 5 days. The root cause identified is "4.3.1 use of pads when hydrogel no longer uniformly adheres to the skin". Sample was not available for evaluation. The instructions for use were reviewed and found to be adequate. The arcticgel¿ pads are for single patient use. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. A DHR review was not required because the investigation was confirmed as use related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the organ donation patient awaiting for donation tomorrow. Patient went to CT and upon return they keep getting alert 01 & 02 patient line open & low flow in an arctic sun device. They've tried disconnecting and reconnecting, 4 pads connected, water flow rate (wfr) was 0.9 l/m. Normothermia patient temperature (pt) was 36.3c, targeted temperature (tt) was 36c. Walked through stop therapy disconnect and reconnect using proper technique. Therapy primed to 0 l/m water flow rate (wfr) was and alerted fluid delivery line (fdl) open and low flow. System diagnostics, outlet monitor temperature (t1) was 12.1c, outlet control temperature (t2) was 12.1c, inlet temperature (t3) was 22.2c, chiller temperature (t4) was 8.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater command (hc) was 66, water reservoir level (wrl) was 5, system hours were 4919, pump hours were 4548.8. Stopped therapy and disconnected all pads. Placed device in manual control at 20c with no pads. System diagnostics, outlet monitor temperature (t1) was 13.8c, outlet control temperature (t2) was 13.8c, inlet temperature (t3) was 13.6c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0, heater command (hc) was 66 percentage. Advised device was operating to specification without pads connected. Confirmed pads have actually been in use since tuesday so they need to be changed out either way. Walked through disabling manual control and discussed connection of new pads. Encouraged nurse to call back with any additional questions or concerns. Per follow up information received via task on 07may2025, spoke with charge nurse, who confirmed pads were size small on a pediatric patient. They were past their 5 days use and were losing their adhesiveness. The pads were exchanged on the patient and therapy continued.